Manufacturer narrative:
H2: additional information: h6: medical device problem code; h3, h6: the reported device was received for evaluation. A visual inspection revealed the devices were returned in original packaging with the batch number of the complaint on the labels. Device one was returned without the implants or sutures; the actuator is in the pre-t1/post-t2 position; bio debris is present. Device two was returned with a broken t2 implant; the t1 was not returned; a short piece of suture was returned; the actuator is in the pre-t1/post-t2 position; bio debris is present. A functional evaluation was performed on the returned devices and found both cycled as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an application of excessive force or contact with another source. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair, two (2) fast-fix 360´s t2 implants pulled out when the suture knot was tightened. The t1 implant from each device was successfully removed by tweezers. Non-significant delay was reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported.